Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid in the area of the air mix temperature chamber (amtc) module of the unicel dxh 800 coulter cellular analysis system. Customer reported that the volume of the fluid in the area of the amtc module was 0.25 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the nucleated red blood cell mix chamber was overflowing due to obstruction of the chamber waste port. The fse cleared the obstruction which appeared to be tube stopper pieces and repaired the leak. The fse flushed the mix chamber ports and verified that the obstruction was removed. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation: nucleated red blood cell chamber. Bec identifier for this complaint is (B)(4).